Event description:
Patient was scheduled for a posterior l5/s1 decompression and instrumented fusion with allograft. Jackson spinal table was assembled for surgery in the prone position. Thirty minutes into the procedure, the surgeon requested a change in the table position. The head end of the table fell into a trendelenburg position, landing on a stepstool below the jackson bed. Patient was still in correct body alignment, adequately padded, with an intact airway. Staff immediately repositioned the bed to its original position and secured the bed. Surgeon stopped the procedure to re-evaluate the patient's neuro status, which was normal. Patient's surgery was rescheduled for two days later and proceeded uneventfully, with discharge to home in stable condition three days post-op. When the table fell, the top splintered underneath from the impact with the stepstool but held the patient's weight and alignment. The bed top was not saved, but the remainder of the bed and base was retained. The bed is rated for three hundred fifty pounds. Upon investigation, the event was able to be recreated. We concluded that the jackson table did not malfunction, but was assembled incorrectly with the t-pin inserted into the h-frame, above the metal sleeve which is bolted to the spinal surgery top. Correct assembly requires that the t-pin must go through the metal sleeve. The head-end of the spinal surgery top was not secured to the h-frame, but was resting on top of the h-frame bar. To prevent assembly errors, we have wrapped colored tape around the ends of the metal sleeve and the t-pin to be a visual cue for correct assembly and re-inserviced r.n. Staff on correct assembly. The bed design could be improved by repositioning the crossbar on the table base for a fail-safe connection and color-coding the connection.